Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Although requested, patient demographics not provided.

Event description:
The customer reported general information with no specific details or dates that the tubing for chemotherapeutic medication has been separating on the nursing units, therefore, nurses were at risk for being exposed. Although requested, no further information has been obtained.